Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: item # 00877503602/ bioloxâ® delta, ceramic femoral head/ lot # 2830674; item# 00630505036/ liner / lot # 63092132; item # unknown / unknown cup/lot # unknown. Report source: (B)(6).

Event description:
It was reported that a patient underwent hip revision surgery approximately four years post implantation due to peri-prosthetic fracture and femoral loosening. The stem, head and liner were revised.